Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.

Event description:
As reported through the clinical study fred x pas: event #: 4 event description: patient underwent 12-month angiogram that showed stable but unresolved aneurysm. Additional information: the subject went for an attempted retreatment on (B)(6) 2025 with a pipeline device. However, retreatment was unsuccessful due to "there is significant difficulty advancing the microwire and catheter through the [(B)(6)] stent due to severe ica tortuosity and possible irregularities within the stent. On (B)(6) 2025, after attempted and failed retreatment procedure, patient appears to be doing well after her procedure yesterday. No new focal deficit. Subject: (B)(6) additional information: event term: 12-month angiogram shows unresolved aneurysm. Event start date: (B)(6) 2024. Date site was made aware of the event: 16-jul-2024. Reported to irb? Yes. Date reported to irb: 12-may-2025. Severity: mild. Was this a serious ae? Yes. Date ae was determined to be an sae: (B)(6) 2025. Intervention: (B)(6). Mrs: nihss: not done: (B)(6). Was the ae caused by or associated with a technical event? No. Relationship to study device: possible. Relationship to index endovascular procedure: possible. Relationship to use of ancillary device: not related. Relationship to study disease: probable. Relationship to concomitant disease: possible. Ae outcome: ongoing. Additional information: possible, probable or causal relation to study device or index procedure.

Manufacturer narrative:
Investigation conclusion. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
Please see h6 & h11.